Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. The customer doesn't have a new aaa alkaline battery to test and advised that we are sending a replacement battery cap and instructed to use the alkaline. The customer was advised that if display did not return revert to a backup plan until replacement battery cap arrives. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 36 mg/dl. Customer does not know why she was low. Customer is prone to lows and has hypoglycemic an awareness.